Manufacturer narrative:
The cause for the falsely low hcg results on the one patient sample is unknown. Siemens is investigating the issue.

Event description:
Discordant falsely low results were obtained on a patient sample for human chorionic gonadotropin (hcg) on an immulite 2000 instrument when using hcg kit lot 394. The sample was then diluted 1:5 and repeated on the same immulite 2000 instrument and the result was still low. The initial results were reported and questioned by the physician(s). Based on the low hcg results the physician(s) counseled the patient about a probable miscarriage. The sample was then tested on an alternate non-siemens platform and the result was higher. The repeated result on the alternate platform was reported to the physician(s) and was in line with what was expected for this patient sample. There are no reports of patient intervention or adverse health consequences due to the discordant falsely low hcg result.

Manufacturer narrative:
The initial MDR 2432235-2019-00004 was filed on (B)(6) 2019. A siemens headquarters support center (hsc) specialist evaluated the customer data. Hsc has informed the customer that the two hcg methods are standardized differently and results between the methods may not be interchangeable. These hcg assays are intended for the detection of pregnancy and are optimized at the low end. Results of this assay should always be interpreted in conjunctions with patients medical history, clinical presentation and other findings. A product problem with the immulite 2000 hsc assay was not identified. Quality control samples and other hcg samples were not affected on the day the discordant result was obtained. The issue only affected this one patient sample. Based on available information the immulite 2000 hcg assay kit lot 394 is performing as intended. The system is performing within manufacturing specifications. No further evaluation of the device is required.